Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the tip broke off of the device. The tip did not fall into the patient and it was retrieved. The procedure was completed with an alternate like device and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r9390f. Investigation summary: the device was returned with the blade scratched and cracked. In addition, it was also returned with the blade tip intact and not broken off as reported by the customer. Then during functional testing on a gen11, an alert screen was displayed and the blade also broke off during the functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.